Event description:
The brakes on this bed would not hold. The bed was found in storage and no pts were involved.

Manufacturer narrative:
The brakes not holding could lead to unintentional movement of the bed, which has the potential to cause serious injury. The tech replaced worn casters in order to resolve the problem.